Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. The root cause of the ua07 was failed load cells. The broken cover and failed load cells were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2018 and is over five years old. Upon visual inspection, a broken screw holder inside the front enclosure was noted. The observed physical damage is likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The brake gap inspection was performed, and the brake gap was verified to be within the specification. The load cell characterization test revealed failed load cells. The load cells need to be replaced to address the observed ua07 advisory. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn (B)(6) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. No patient involvement.